Event description:
Customer reported receiving erratic readings in their freestyle blood glucose monitor. Customer reported receiving a reading of 407 mg/dl and 107 mg/dl obtained within 10 mins of each other. All tests were performed on the finger. The results, when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. F/u report will be submitted if the product is returned for evaluation.